Manufacturer narrative:
H6: investigation summary photos representation was provided for the complaint. According to the device history record review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (2119928) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reported failure mode (missing lids).

Event description:
It was reported that 6 bd sharps coll 1qt red were missing lids. The following information was provided by the initial reporter: sharp containers did not come with any lids.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd sharps coll 1qt red were missing lids. The following information was provided by the initial reporter: sharp containers did not come with any lids.